Manufacturer narrative:
Other applicable components are: product ID 3888-56, lot# v210855, implanted: (B)(6) 2009, product type: lead; product ID 3487a-56, lot# v250886, implanted: (B)(6) 2009, product type: lead; product ID 3487a-56, lot# v250886, implanted: (B)(6) 2009, product type: lead; product ID 3888-56, lot# v215937, implanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported via manufacturer representative two occasions in which they were recently shocked. It was reported that the patient experienced unpleasant stimulation when their implantable neurostimulator (ins) site was pressed upon. The issue was quickly re solved both times. It is unknown if any environmental or external factors may have led or contributed to the issue. Impedance tests were ran and found electrodes 11, 12, and 15 to be >10,000 ohms. The manufacturer representative removed the affected electrodes from the programming options available to the patient. Afterwards, optimal coverage was achieved. The patient was to notify the manufacturer representative of any issues in the future. Indications for use are cervical/neck and occipital neuralgia. The patient's status at the time of this report is "alive, no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.